Manufacturer narrative:
The report of ipg no longer communicates was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the ipg was unable to communicate with the external devices. This occurred after the patient had an unrelated procedure in (B)(6) 2020 where the ipg was not placed in surgery mode. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was restored post operatively.